Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab did not received the part as it was not returned by the customer so no investigations were performed. A field service representative went to the site and checked the unit. He was able to confirm transducer fault. He replaced main board of the device. Unit then passed all test and was running according to manufacturing specifications.